Manufacturer narrative:
The reported event was inconclusive because no sample was returned. It was unknown whether the product had caused the reported failure. A potential root cause for this failure could be due to operator error - tight bundles. A DHR review is not required as the lot number is unknown. Unable to review the labelling due to unknown product code. Although the product family is unknown, the foley catheter ifus are found to be adequate based on past reviews. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the foley tubing kinks which did not allow the urine to flow freely. That had happened on multiple occasions and was also noted in newly opened foley kit. On one occasion, patient retained nearly 600ml of urine due to kink in tubing.

Event description:
It was reported that the foley tubing kinks which did not allow the urine to flow freely. That had happened on multiple occassions and was also noted in newly opened foley kit. On one occasion, patient retained nearly 600ml of urine due to kink in tubing.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.